Event description:
The customer reported being hospitalized with low blood glucose and having issues with the sensors. She stated that the device alarmed threshold suspend, but when she checked her glucose level, it was 187mg/dl. Advised that after couple calibrations, the sensor glucose should start to align with the blood glucose, but if the issues persist, then consider changing the sensor. The customer called back and reported that the sensor goes off all the time, and having many issues with the alarm going off at night and work. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-81635.